Manufacturer narrative:
Device passed active current measurement. Pump received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the insulin pump and received pump error 38 at rewind. Device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. Customer stated insulin pump was not working. Customer was able to clear the alarm. Customer stated they were not able to rewind the insulin pump. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.